Manufacturer narrative:
(B)(6)

Event description:
The customer stated they received erroneous results for one patient sample tested with the elecsys troponin t hs assay and the elecsys probnp ii immunoassay on a cobas 8000 e 801 module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The repeat values were believed to be correct. The same sample also had an erroneous result for gluc3 glucose hk gen.3 when tested on a cobas 8000 c 502 module. Please refer to the medwatch with (B)(6) for information related to the c 502 analyzer. The sample initially resulted with a troponin t value of 5.02 on the e 801 analyzer. The sample was repeated twice, resulting with troponin t values of 18.4 and 18.3. No units of measure were provided for this assay. The sample initially resulted with a probnp value of 17.6 ng/l on the e 801 analyzer. The sample was repeated twice, resulting with probnp values of 388.0 ng/l and 388.0 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 305652. The probnp reagent lot number was 315914. The reagent expiration dates were asked for, but not provided. Quality control results for both assays were within specified ranges. Upon review of the alarm trace, an abnormal aspiration alarm occurred on the day of the event.

Manufacturer narrative:
The investigation determined that there was a film on the surface of the sample introduced during pre-analytic handling of the sample. There was no malfunction of the device.

Manufacturer narrative:
Result and conclusion codes have been updated.